Manufacturer narrative:
The customer received remote clinical assistance by the philips remote clinical support engineer (rcse). The rcse talked to the customer clinical consultant (cc) who explained and confirmed, while testing the ECG and spo2t together with the mx40 monitor, after removing the ECG leads, the ECG leads off condition occurs. However the application did not switch to pulset alarm source as expected by the cc. The cc confirmed as well the pulse alarm were default 'on'. The pic ix current software version is c.02.07 and the mx40 software revision is b.02.. The rcse explained to the customer cc that the new spo2t pulse alarm for the mx40 device is only available for software release later than software version b.07. Based on the information available and the testing conducted, the cause of the reported problem was due to user knowledge. The reported problem was confirmed. The device was confirmed to be working to its speciation. The reported issue is due to capabilities of the used software revision which represents user knowledge/issue. The investigation concludes that no further action is required at this time.

Event description:
It was reported that the patient information center ix (pic ix) pulset alarms are not available, when monitoring ECG and spo2t on the mx40 and a leads off condition occurs. The customer wants to know why this happens. The device was in use. There was no report of patient or user harm.